Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 2 patient samples tested for etoh2 ethanol gen.2 (etoh2) on a cobas 4000 c (311) stand alone system. Erroneous results were reported outside of the laboratory. Patient 1 initial etoh2 result from the primary tube was 1.9 mg/dl. The primary tube was repeated twice with results of 141.4 mg/dl and 146.8 mg/dl. A second tube from the same draw was also repeated twice and the results were 144.1 mg/dl and 143.1 mg/dl. On (B)(6) 2016 patient 2 (female, 16 years) initial etoh2 result from the primary tube was 3.3 mg/dl. This result was reported outside of the laboratory. This result did not match the clinical picture for this patient. The primary tube was repeated and the result was 258.5 mg/dl. A second tube from the same draw was also repeated and the result was 260.1 mg/dl. No adverse event occurred. The etoh2 reagent lot number was 167870 with an expiration date of 02/28/2017. A specific root cause could not be identified for these events. A general reagent and instrument issue can both be excluded since calibration and quality controls were acceptable. Based on a review of the alarm trace provided by the customer, an abnormal aspiration of pipette alarm occurred on (B)(6) 2016 which indicates the presence of a clot. This alarm suggests the issue may be related to a pre-analytical issue. The low erroneous results could have been caused by foam and bubbles on top of the sample, the use of small diameter tubes which were not placed upright in the sample position, or insufficient inversion of the sample tubes which can lead to clots that clog the sample probe.